Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; e1; g1; g3; g6; h1; h2; h3; h4; h6. The event is confirmed. Visual inspection of returned device exhibits signs of use (scratches on the shaft near the etch) and the device is fractured. Not all fractured pieces were received. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Further fracture analysis found the observed artifacts indicate that the device primarily fractured due to bending fatigue mode of failure, before completing the fracture due to overload. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. X-rays were provided and reviewed by a healthcare professional. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: cp113461 oss rs 9cm prox tib mod cocr lot# 319940. 178525 cps transverse pin 6pk 24mm lot# 173280. 178711 cps/oss 5cm tpr adapt w/oss sc lot# 66163785. 178512 cps nut co-cr-mo alloy lot# 65799220. 178363 cps xs sht spdl w pins 600lbf lot# 65822874. 150362 oss cemented im stem 13mmx90mm lot# 054580. 150493 oss reinforced yoke lot# 66293947. 150478 oss poly lock pin lot# 66097303. 150476 oss poly tibial bushing lot# 66206490. 150480 oss axle lot# 65904610. 150477 oss poly femoral bushings lot# 66250472. 161094 oss rs 12mm ls tibial bearing lot# 66103535. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was revised due to a fractured anchor plug causing pain and lack of range of motion. Attempts have been made and no additional information is available.